Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed slight separation between the ring electrode and the neck insulation and insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise and oversensing is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing that resulted in 1.2 seconds of pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting. The lead was later explanted and returned due to a therapy upgrade. No adverse patient effects were reported.